Event description:
It was reported that: "the retrieved polyethylene had yellowish discoloration."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The catalog number and lot code for the reported device, x-rays and medical records were requested but not made available. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.